Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) USA alleging that her onetouch ultralink meter was reading inaccurately high compared to her feelings/ normal results. The complaint was classified based on customer service representative (csr) documentation. The patient reported that she first became aware of the alleged product issue at around 5pm on (B)(6) 2018, when her onetouch ultralink meter began to read inaccurately high compared to her feelings and/ or normal results. The patient was not able to provide exact readings. Meter to feelings/ normal results comparisons do not meet the criteria for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with oral medication (metformin) and humalog insulin (self-adjuster), she reported that in response to the alleged product issue, she took an ¿additional 4.2 units of insulin¿. The patient reported that a few days later, on november 25, at 11:45am, she began to ¿not feel normal¿. In response to this she tested her blood glucose with the subject meter and obtained the alleged inaccurately high result of ¿359 mg/dl¿ again compared to her feelings and/ or normal results. The patient reported that 5 or so minutes after obtaining this reading, she ¿passed out¿. The patient reported that at this point she was rushed to the emergency room (ER) where her blood glucose was tested on the ER meter (at approximately 12-noon) and a result of ¿39 mg/dl¿ was obtained. She reported then receiving healthcare practitioner (hcp) treatment in the form of ¿glucose injections¿. During troubleshooting, the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event and received hcp treatment for an acute blood glucose excursion after taking an increased dose of insulin based on an alleged inaccurately high result obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.